Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead had dislodged. The dislodgement occurred during stylet removal and was confirmed intraoperatively under fluoroscopy in the catheterization laboratory. After dislodgement, the lead was removed once, and the screw was confirmed to be normal. During a subsequent attempt to re implant in the right atrial appendage, pacing system analyzer (psa) measurements prior to screw fixation could not be performed. Upon connecting the threshold cable, no waveform was obtained, and no pacing output was observed. The ra lead was suspected to be damaged. The ra lead is not used and replaced. The psa was not used. The patient was in stable condition throughout the procedure.